Event description:
A patient reported blood glucose resutls of 400, 132 and 172 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on the information provided, there is evidence of meter malfunction. However, there is no evidence that the patient suffered a serious injury. The meter, control solution, and test strips are being sent to the patient.